Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. The heater tray/scale was not obstructed. The simulated treatment was performed and completely without the failures. The valve actuation test passed. The system air leak test passed. The load cell value and verification was within tolerance. The patient sensor calibration check passed. There were no discrepancies encountered in the internal inspection of the cycler. The reported complaint was not verified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient reported a drain issue during treatment. The patient remained asymptomatic during this pd cycle: drain 0, 15ml ; fill 1 2496ml, drain 1, 2015ml ; fill 2 2496ml, drain 2, 1969ml ; fill 3 2496ml, drain 3, 5167ml . The reported drain volume of 5167ml was 207% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.